Event description:
During an atrial fibrillation procedure, a temperature problem occurred which caused a delay. During an atrial fibrillation procedure for atrial flutter (afl), rf delivery was performed at the cti first. The temperature setting was 35w and temperature control was activated occasionally, but the output power increased. Due to the anatomy of the pouch, temperature control was activated and the procedure continued. However, the afl did not stop, and rf delivery was performed successfully to stop the afl. When approaching the left atrium and starting rf delivery at the pulmonary vein reconduction site (at 50w), the output did not increase; the temperature and output fluctuated on the generator waveforms of the ensite. The catheter was then replaced and the procedure was completed with no adverse consequences to the patient. A procedure delay of approximately 3 to 4 hours occurred.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-d, tactiflex ablation catheter, sensor enabled was received for evaluation. The device was returned due to power delivery and unexpected temperature control issues. A simulated ablation was performed and no temperature or power delivery anomalies were noted. Further inspection of the distal electrode indicated the tip thermocouple was inadequately bonded within the distal tip well, consistent with the reported event. The catheter met specifications during electrical testing and irrigation flow testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information and analysis, the distal electrode indicated the tip thermocouple was inadequately bonded which may have contributed to the reported temperature issue and subsequent delay. The device inadequate bond is consistent with a design related issue.